Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on troubleshooting steps, including pressing the button and plugging the pump into a power source, but the pump did not turn on. Consequently, technical support decided to replace the pump, verified the customer's warranty and shipping address, and provided instructions for returning the non-functional pump. Customer will use an alternative therapy to ensure continuous insulin delivery.